Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified and heavily tortuous carotid artery that was 25% stenosed. The emboshield nav6 embolic protection system (eps) was advanced to the lesion without issue; however, the filter could not be deployed. After being simply withdrawn from the anatomy, it was noted that the distal part of the delivery catheter was broken. No separated portion remained in the anatomy. It was unable to determine when the separation took place during the procedure. The procedure was completed without any embolic protection system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported separation of the dc pod which likely contributed to deployment failure was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulties. Based on the reported information and evaluation of the returned unit, the deployment failure appears to be the result of the separated distal shaft/dc pod. Although a definitive cause for the separation could not be determined, it may be possible that the distal shaft of the delivery catheter was restricted or entrapped within the heavily calcified and heavily tortuous anatomy, and during positioning, the separation occurred resulting in deployment failure; however, this could not be confirmed. The scratches and tears noted to the returned dc pod further suggest that the pod likely interacted with the heavy lesion calcification causing the damage. There was no difficulty noted during preparation, and the filter was noted to be fully loaded into the dc pod suggesting that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.